Event description:
A falsely elevated troponin I result of 1.5ng/ml was obtained on a patient sample. The result was not reported to the physician. The original sample was retested and a result of 0.02ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences, as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I result was conjugate splash due to bent tines on the hm wash wheel.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that, the cause for the falsely elevated troponin I result was conjugate splash due to bent tines on the hm wash wheel. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is now operating within specifications.